Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing non-conformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation appears to be due to procedural conditions. The reported hypoxia appears to be a cascading effect of the reported perforation. Additionally, the reported perforation and hypoxia are listed in instructions for use, and are known possible complication associated with mitraclip procedures. The reported medication was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. Upon removal of the sgc, a left to right shunt occurred and oxygen saturation (spo2) decreased. Neo-synesin (phenylephrine) was administered to increase spo2 levels to a normal range. There was no clinically significant delay in the procedure.